Event description:
During a cryoablation procedure, the sheath developed an air ingress problem while the catheter was inserted inside of it. Air mixed with a small amount of blood was pulled from the sideport during aspiration. The sheath was replaced and the procedure was completed. No adverse event occurred.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested and the reported issue was confirmed through testing. The visual inspection showed that the shaft was intact with no apparent issues. The insertion of a catheter through the flexcath sheath showed air ingress during aspiration. Dissection showed that the hemostatic valve was leaking. Device investigation also showed friction of the pull wire at the handle of the flexcath sheath. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities the potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.